Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to capacitor maintenance causing wide qrs complexes which were double counted. No intervention was performed. The patient was asymptomatic and will continue with regular follow-up.